Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results perceived to be low compared to readings obtained on the built-in reader and experienced hypoglycemia and a seizure. Customer was unable to self-treat and was treated with food (unspecified) by non-healthcare professional (non-hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.